Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post-paced t-wave oversensing was observed. Device reprogramming is anticipated. The patient was in stable condition.

Event description:
Additional information was received indicating that no intervention has been performed and the device will continue to be monitored.